Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient's weight at the time of the event was reported. It was reported that the hcp wanted to lower the patient's medication because they were on a high dose of fentanyl, baclofen, and hydromorphone in the pump and the patient was at high risk of respiratory arrest and other serious side effects. It was reported that the difficulty finding the pump port was caused by the patient being on very high doses of narcotics. The event was resolved by reducing the dose of medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, baclofen, and fentanyl at unknown doses and concentrations for non-malignant pain. It was reported that several months ago in 2019 the patient saw their healthcare professional (hcp) and the hcp poked the patient 5 times to find the port. It was reported that the hcp wasn¿t close in the area and the patient now refuses to let that hcp touch them again. The patient stated that they want to change hcp because the hcp seemed to want to lower the patient¿s medication. No symptoms were reported. No additional complications were reported.